Manufacturer narrative:
The lead remains surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that surgical and medical intervention was performed to remove an infection in a patient with this previously surgically abandoned lead. Surgical intervention was performed to clean the infection, however the patient system was not revised. The patient was also given intravenous medication to help heal the infection. No adverse patient effects were reported.